Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. A 2.50x38mm promus element plus drug eluting stent was selected to treat the target lesion located in the left anterior descending (lad) artery. When the physician advanced the stent inside the guiding catheter, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.